Event description:
Customer reported difficulty with pressing the quick bolus/wake button on the pump, which sometimes required multiple attempts to activate the screen. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.